Manufacturer narrative:
No lot number information provided, not able to investigate further.

Event description:
False positive troponin I (tni): customer called and stated that she admitted a patient with chest pains due to a positive tni on triage meter. Patient sample also ran on eci which come back negative. Initial and discharge diagnosis not available. No information on what if any additional procedures were performed. Falsely elevated tni results may lead to invasive procedure or medication.